Event description:
It was reported that the device triggered elective replacement indicator and early battery depletion is suspected. It was also indicated the device had chronic high right ventricular outputs. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.